Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device but could not confirm the reported phenomenon. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the routine inspection, it was found that the bending section rubber of the subject device had been chipped and that the internal metal part (thread) had been exposed from the inside of bending section. There was no report of patient injury associated with this event.